Event description:
During an unrelated procedure, an increase in the capture threshold, r wave amplitude variation, and low pacing impedance were observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.